Event description:
It was observed that during the device evaluation, the camera head exhibited connector watertight failure, and pixel defects. There was no patient involvement.

Manufacturer narrative:
The device evaluation as noted in section b5, the subject device exhibited connector watertight failure, and pixel defects. Based on the results of the investigation and the information obtained from this complaint did not lead to the identification of the cause of the occurrence a device history record- DHR review was conducted, and no issues were identified. A labeling review was conducted. No anomalies were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.